Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and performed failure analysis. The unit was analyzed. The reported failure could not be reproduced. The unit energized and cauterized on all ports and recognized instruments. The error log did show that error m-0b occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to reproduce the customer reported issue and replaced the erbe generator. The system was tested and verified as ready for use. Isi has received the generator involved with this complaint; however, the failure analysis evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not working. The monopolar energy was working at first but then went completely out. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the erbe generator had a message stating that the energy cord was not connected. The customer tried a new energy cord and rebooted the erbe generator, but the issue remained. The customer converted the procedure to open surgery. The customer indicated that they do not track the uses/lives of the energy cables.